Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7084619/7084662.

Event description:
It was reported that the patients implantable pulse generator (ipg) was randomly shutting off and was having connectivity issues. Database analysis revealed no anomalies. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.